Manufacturer narrative:
Reported event of guidewire distal tip detached exposing the tip of the metal corewire. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a jagwire guidewire was used during a stone removal procedure performed on (B)(6) 2015. According to the complainant, during the procedure, the hydrophilic tip detached and the tip of the metal corewire was exposed. No part of the device detached inside the patient. The procedure was completed with another jagwire guidewire. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
A visual examination of the returned guidewire revealed that the distal tip coating was peeled in two sections exposing the corewire; however, the most distal section of the core wire tip was not exposed. There was no evidence of fractured core wire. Sanding marks on the core wire could not be found due to the peeling on the coating is too narrow impeding its proper inspection. Evidence of mechanical cut on the coating was noted. Presence of adhesive remnants were found indicating that the pebax was properly attached to the corewire. The complaint is not consistent with the returned guidewire since the distal tip coating was peeled and the corewire tip was not exposed. It is most probable that anatomical/procedural factors could have generated the failure encountered. Based on all gathered information, the most probable root cause is "operational context¿. A DHR (device history record) review was performed and no deviation was found.

Event description:
It was reported to boston scientific corporation that a jagwire guidewire was used during a stone removal procedure performed on (B)(6) 2015. According to the complainant, during the procedure, the hydrophilic tip detached and the tip of the metal corewire was exposed. No part of the device detached inside the patient. The procedure was completed with another jagwire guidewire. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.